Event description:
Rv lead impedance progressively increases since device implantation. Patient care recommendations have been provided (specific tests to be performed at rv side).

Event description:
Rv lead impedance progressively increases since device implantation. Patient care recommendations have been provided (specific tests to be performed at rv side).